Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lead port was broken, the output connector assembly was broken. It was further noted that during inspection the black battery wire pulled out of the connector when disconnecting from the main printed circuit board, the keypad was scratched and the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular lead port on the external pulse generator needed repair. The generator was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.